Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5024911. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: I had a 22g catheter that the needle went through and bent it, I removed it immediately from pt and it was removed fully intact but wanted to provide you with the lot number 5024911 incase its another bad batch. Customer response on 19-may-2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 05-15-2025 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 22g catheter that the needle went through and bent the catheter. It was removed with catheter intact. No patient injury but we did have to reinsert an IV so there was unnecessary IV start, pain and customer service issue. Customer response on 11-jun-2025. The needle went through the catheter.